Event description:
The patient reported vocal cord paralysis following surgery. Follow up with the treating physician found that he is no longer treating patients. The patient is searching for a new treating physician.

Manufacturer narrative:
Results - vns theraphy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.